Event description:
Pt with osteoarthritis in left hip underwent left total hip replacement. Surgeon noted that the cement solidified before the prosthesis could nbe seated fully. This then required removal of the prosthesis and cement and revision of long stem cemented component. On 6/26/96 at 1500, x-ray confirmed that acetabular and intramedullary components appear well positioned. Pt is walking in physical therapy with walker. Anticipated discharge to home. On same day, same lot number of bone cement was used on a different pt and no complications were noted. Product was mixed at temp approx between 65-70 degrees, using the vacuum mixing system. Two packets of powder was placed in system, then 2 bottles liquid. Mixing time approx 4 mins and 15 secs.